Event description:
It was reported that the patient was receiving too much pressure in his spine with a paddle lead. The patient underwent lead replacement procedure. Patient did well postoperatively. No device to return, artisan lead was discarded.